Event description:
It was reported that the patient with this right atrial (ra) lead experienced effusion resulting in undersensing which was confirmed through echocardiogram. Boston scientific technical services (ts) discussed ra under sensing when the patient was atrial fibrillation (af) and recommends adjusting sensitivity and continued monitoring. This lead remains in service. No adverse patient effects were reported.